Event description:
Device 1 of 2. Ref MFR report #1627487-2013-00037. It was reported the pt's (B)(6) scs system has been explanted. Neither the date of the event nor the reason for the procedure are known at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.